Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, the suspect device displayed "ventilator inoperable (vent inop) and "motor fault" alarm messages. The customer found that the turbine assembly was at fault. The customer reported to have replaced the turbine assembly in which the issue was resolved. The customer reported that there was no patient involvement.